Event description:
The hypo-tube broke during use in a pt. There was no reported pt injury. No add'l info regarding the pt or the procedure was available. The product will be returned to cordis for analysis and testing.